Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a trial patient. It was reported that the physician noticed a lead that appeared to be sheared just after opening package and prior to insertion for a wireless external neurostimulator trial. Rep and implanter could not confirm if lead was sheared out of box or not. Rep is returning lead for analysis. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Analysis of the lead, lot# (B)(4) , found non-conformance the outer insulation on the lead was cut. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.